Event description:
Patient with a history of chronic pelvic pain, undergoing a laparoscopy using an open technique, lysis of extensive adhesions in the left upper quadrant and right upper quadrant, and lysis of pelvic adhesions. Physician went through three bard-parker # 11 blades before she could find one sharp enough to make an incision.